Manufacturer narrative:
The lot number for all three malfunctions were provided and a lot history review was performed. The samples were not returned; however medical records were provided and reviewed. The investigation was confirmed for perforation. The definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. This information was received from various sources. All three malfunctions involved patients with no consequences. Of the reported patients, all three were female, age ranged from 33 ¿ 71 years old. Patients weights were not provided.

Manufacturer narrative:
H10: of the reported three malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90026. H10: the lot number was provided for the two reported malfunctions and a lot history reviews were performed. The samples were not returned for evaluation; however, medical records were provided and reviewed for both malfunctions. Therefore, the investigation for the two reported malfunctions are confirmed for the perforation. The definitive root cause is unknown. The devices are labeled for single use. H10: g3. H11: b5, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced perforation. This information was received from various sources. Both the malfunctions were involved patients with no reported consequences. Two female patient's ages ranged from 33 to 71 years; however, weight was not provided for both the patients.